Event description:
The customer stated that her insulin pump was frozen but now it shows button error. The blood glucose reading is 213 mg/dl. Prior to the event, the customer stated she was playing soccer and the insulin pump was against her skin. Customer was sweating. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace. A cracked display window, cracked reservoir tube lip and cracked reservoir tube noted.